Event description:
It was reported the single use aspiration needle was not locking when it was inside the patient and became stuck and wouldn't move. The issue occurred during sedation while device was inside the patient for an endobronchial ultrasound procedure. The intended procedure was completed using an olympus back-up device with delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.